Event description:
During follow-up in 2000, a drop in battery voltage over the past 3 months was observed. The device had not delivered any high voltage shocks and had only charged once for capacitor reformation. Normal pacing parameters were also noted. During evaluation in 2000, the battery voltage had continued to drop. The decision was made to explant the device.